Event description:
While placing midline catheter per midline procedure into left upper extremity (lue), unable to thread line. Midline catheter pulled and it was noted that approx 5cm of catheter was missing from tip. Tourniquet left in place per PICC/line insertion procedure and md called to bedside. The physician consulted vascular surgeon and pt transported to surgery for possible retrieval of foreign body. X-ray of extremity prior to transport revealed line coiled in soft tissue of arm and not in vasculature.